Event description:
A hospital reported to our distributor that an rt236 infant breathing circuit was used for their weekly start-up checks on the ventilator set-up. The report stated that after several start-up checks, the rt236 infant circuit developed a leak and will no longer pass the start-up check. No patient injury was reported.

Manufacturer narrative:
The device is expected to be returned to fisher & paykel healthcare. Method- no information to date. Results- investigation still underway, no results to date. Conclusions- no conclusion can be made at this time.